Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, if there was a delay in the start of the pre-cleaning, if the air/water nozzle was flushed with air and water, if the nozzle was cleaned with lint-free cloths/brushes/sponges or, if the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer's allegation was not confirmed. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the scope connector cover, the protector of universal cord on scope connector side, the universal cord, the image guide protector, the grip, the scope cover, the switch box, the plastic distal end cover, the switch2, the lock engagement knob, the up/down knob, the control unit, the bending section cover, the forceps lever, the connecting tube, all had a scratch, the suction cylinder was shaved, the bending section cover was cracked, chipped, and the control unit had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope experienced the unit having a weak water supply. The issue occurred during a diagnostic procedure. It was reported that the procedure was completed; however, it is not known if it was completed with the same set or similar device. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction foreign object inside the nozzle was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the gif-ez1500 operation manual. Instruction manual gif-ez1500 cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.